Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would not boot up; therefore the receiver case was opened to download data log directly from the ui pcba board. The reported event of loss of connection was confirmed during log review. A root cause could not be determined.